Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing on the right ventricular and right atrial channels. It was determined that this was due to electromagnetic interference (emi) since an unrelated open heart surgery was performed during the episode. Additionally, a signal artifact monitoring episode (sam) was recorded and the respiratory rate (rrt) sensor feature was disabled. Furthermore, high out of range pacing impedance measurements were observed on the right atrial channel and high out of range shock impedance measurements were observed on the right ventricular channel. This was all attributed to the previously mentioned procedure. The device was reprogramed after the surgery. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced due to therapy upgrade. This device was returned to boston scientific for evaluation.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing on the right ventricular and right atrial channels. It was determined that this was due to electromagnetic interference (emi) since an unrelated open heart surgery was performed during the episode. Additionally, a signal artifact monitoring episode (sam) was recorded and the respiratory rate (rrt) sensor feature was disabled. Furthermore, high out of range pacing impedance measurements were observed on the right atrial channel and high out of range shock impedance measurements were observed on the right ventricular channel. This was all attributed to the previously mentioned procedure. The device was reprogramed after the surgery. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced due to therapy upgrade. This device was returned to boston scientific for evaluation.

Manufacturer narrative:
Information was corrected on the following fields: h3: device eval by manufacturer? The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing on the right ventricular and right atrial channels. It was determined that this was due to electromagnetic interference (emi) since an unrelated open heart surgery was performed during the episode. Additionally, a signal artifact monitoring episode (sam) was recorded and the respiratory rate (rrt) sensor feature was disabled. Furthermore, high out of range pacing impedance measurements were observed on the right atrial channel and high out of range shock impedance measurements were observed on the right ventricular channel. This was all attributed to the previously mentioned procedure. The device was reprogramed after the surgery. This device remains in service. No further adverse patient effects were reported.